Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of sticky trigger identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to the user, which is user error.

Event description:
It was reported that battery reamer device did not work. During in-house engineering evaluation, it was observed that the device had sticky trigger. It was further determined that the device had corrosion/rusting/pitting, fluid ingress, and user error/misuse. It was observed that the device did not run. It was further determined that the device failed pretest for general condition, checking for sticky trigger, checking function of device and checking power with power test bench. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.